Event description:
A physician reviewing electrocardiogram strips reported that this pacemaker was suspected of inappropriately pacing on t-waves. Technical services (ts) was consulted and recommended interrogating this device with a programmer. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This patient is not enrolled in latitude. Additionally, a good faith effort attempt was made to obtain additional information regarding the implant date of this device; however, a response was not received. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.